Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested but unavailable: just to confirm, when the first stapling only closed the distal and proximal edges, were staples missing from the middle of the staple line? Or, did it staple, but the staples were malformed? Or, were the staples in their proper b-formation, but just not tight enough to prevent a leak? What color cartridge was being used?

Event description:
Per maude event report form #mw5067685, during a laparoscopic appendectomy procedure; the stapling device was placed to cut the appendix stump. The stapling device intermittently fired. A reload was required to complete and reinforce stapling line as the first stapling only closed the distal and proximal edges. There were no adverse patient consequences reported.